Event description:
Reported as: second port infection (with replacement port) that spread to original aps lap-band. Both aps lap-band and replacement access port removed and will be replaced at a later date. Follow-up findings: pt given multiple courses of antibiotics IV and po. Visiting nurses for dressing and packing; frequent follow-up at clinic. In surgeon's clinical opinion infection was device related.

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. See related medwatch 2024601-2008-00960. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."